Event description:
The customer stated that the internal battery had been fully charged and it was in use for one and half hours when the unit alarmed "battery empty" and then shut down while the pt was on it. The unit was then plugged into electrical outlet and it functioned without any problems. The customer stated that this incident occurred twice. Please note that there was no death or no severe injury involved in the incident.